Event description:
The notification received for the study indicated that approximately ten months after receiving a precise stent, the pt died. The site indicated that pt's cause of death is unk at this time.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.